Event description:
During the coil maneuvering in attempt to reposition, resistance was encountered and the coil prematurely detached. The prematurely detached coil was 3/4&#59401;into the aneurysm and inside the microcatheter. The coil and the delivery wire were successfully removed from the patient and there was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was returned attached to the delivery wire and there was no evidence of electrolytic detachment at the detachment zone. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During the coil maneuvering in attempt to reposition, resistance was encountered and the coil prematurely detached. The prematurely detached coil was ¾ into the aneurysm and ¼ inside the microcatheter. The coil and the delivery wire were successfully removed from the patient and there was no clinical consequence to the patient due to the reported event.